Event description:
Pt reported jaw implant placed by "unknown" dentist approx 10 years ago. Causative for osteomyelitis type infection of the left mandible warranting implant removal with bone graft repair.